Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to an 18fr sheath and the procedure was completed. Reportedly, post procedure, bleeding continued and a third proglide device was attempted, but bleeding continued. A cut down was performed and found the sutures had torn the weak vessel wall. The vessel was surgically repaired and hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of tissue injury (vascular injury) is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. A conclusive cause for the reported suture malposition could not be determined. Factors that contribute to suture malposition may include, but not limited to, manufacturing, friable femoral vessel. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional two devices referenced are filed under separate medwatch reports.